Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, there was a slit in the silicone gasket on the conducer. The product was changed out. There was 250ml of blood loss. There was no harm to the patient. The surgery was completed successfully.

Manufacturer narrative:
Terumo received the actual device for evaluation and visual inspection confirmed the complaint, there was a void between the silicone rtv and the conducer housing. (B)(4): method - photographic images. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.